Manufacturer narrative:
The customer was provided with a replacement device. Physio-control product analysis center evaluated the customer's device and verified the reported issue of the device not detecting the lid being opened or closed. The root cause of the reported issue was the lid switch, sw5. The device was archived by stryker.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. Upon inspection, physio-control observed that device does not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(6). Physio-control evaluated the customer's device and observed that device does not detect the lid being opened or closed. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. Upon inspection, physio-control observed that device does not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.